Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a jump in pacing impedance measurements to high and out-of-range and then back to within normal limits. This pattern was recreated when the patient moved her arm behind her back. A boston scientific technical services (ts) discussed that this was likely a lead issue. The lead was explanted but was not returned for analysis.